Manufacturer narrative:
As allowed by exemption # (B)(4), (B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4)(the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Device has not been returned by customer and has been disposed. Device not returned, has been disposed.

Event description:
Uncontrolled extrusion. Dds faxed back note on recall return page: oh yes. I had this happen! ½ of syringe squirted out into the hallway. As it happened once, I thought it was me. (B)(6) called to get more details, and spoke with dds, who was uncertain of the lot number of the syringe in question. Her office was on the spreadsheet as potentially having the affected lot of gdpg in stock. Dds shared that she always extrudes products onto a bracket table and thus avoided any patient consequences. Her staff was able to clean the spill immediately and had no damage. They threw the syringe away. Dds did not recall date of incident. This malfunction is reportable as sec. 803.50 states: (a) if you are a manufacturer, you must report to us no later than 30 calendar days after the day that you receive or otherwise become aware of information, from any source, that reasonably suggests that a device that you market: (2) has malfunctioned and this device or a similar device that you market would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. This is a reportable malfunction as this malfunction could cause serious injury if the material shoots into the patient's mouth or other areas of the body to which it is not intended.